Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for compact plus system 1. Reference medwatch with patient identifier (B)(6) for compact plus system 2.

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 2.6 mmol/l and 1.2 mmol/l (compact plus system 1) and 4.9 mmol/l (compact plus system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.